Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an 89-year-old female patient, the device restart/reboot itself. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat an 89-year-old female patient, the device displayed an "ECG monitoring failure" message and then restart/reboot itself.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated, and h6 (medical device problem code added). The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including ECG stressing and bench handling without duplicating the report. The customer's multifunction cable used during the reported event was not returned as part of this investigation. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.